Manufacturer narrative:
Field service engineer (fse) investigated customer report that the image chain would not line up. When this occurs, the safety interlock designed into the system will not allow fluoro. Fse found the sensors were not displaying the correct positions, giving message that the imaging chain was not aligned. Fse troubleshot and found that the transducer for the image intensifier had failed, replaced the transducer board to resolve the problem. Fse tested the system for proper operation per service checklist and returned unit to full service.

Event description:
Customer reports via phone that during an undetermined urology procedure, with patient under general anesthesia, the system failed to fluoro. Staff moved the patient to another room where the procedure was completed without further incident. Customer provided no information on the patient or procedure except to say the patient is fine. No reported injury.